Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had an infection. Reportedly, the patient has bad yeast infection and is worried it will spread to the leads after reading an article that the device was affected. The patient is worried that the infection is spreading since the area between the breasts is red and has been having infections of one sort or another almost every week. Furthermore, the patient has an upcoming doctor's appointment and will discuss the infection by then. There were no additional adverse patient effects reported. The ra lead remains in service.